Manufacturer narrative:
Patient's race and ethnicity is unknown. The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support.  The patient on day one of impella support developed hematoma and bleeding from the impella cp access site. Heparin was held and manual pressure held for over 2 hours. The bleeding and hematoma were resolved. Additionally, transthoracic echocardiogram showed impella under papillary muscle attempted to reposition but unsuccessful. The patient was taken to the cath lab and repositioning of impella was successful. It was further reported that the surgeon feels that the impella cp is causing lysis which is causing increase in lactic acid and preventing the patient from recovering. The impella cp was removed. The patient survived the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no product returned. Major bleed: bleed from groin and heparin was held. The cause of major bleed was most likely use issue related since heparin was held and hemostasis was achieved. Positioning issue: tte showed impella under papillary muscle and pericardial effusion unattributed to impella per surgeon. The pump was repositioned. The cause of the positioning issues was unable to be determined due to lack of clinical details and no product returned. Mechanical interaction with blood/hemolysis: surgeon felt pump was causing lhemolysis which caused increase in lactic acid, ldh, and pfhgb. Patient remained on crrt after pump explant and was still critically ill. After reviewing the logs, suction alarms were observed starting on (B)(6). There was a brief mc spike and speed deviation on (B)(6) which all parameter immediately resolve. Hours later there is an upward shift in mc and flows. Without the product and more clinical details such as troubleshooting and any hemolysis resolution, the issue cannot be investigated further. The cause of the hemolysis cannot be determined due to no product returned and lack of clinical details. Device history review : device (sn: (B)(6)) passed all post sterile inspection checks.